Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs lite meter was reviewed and the dhrs showed the lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller who is the customer¿s wife contacted adc to report that the customer¿s adc blood glucose meter was providing erratic readings. The caller further reported that on (B)(6) 2020, she found the customer at the end of their bed unable to move and the customer experienced symptoms described as ¿clutching of hands, couldn't pick his head, couldn't talk, couldn't do anything¿ and seizure. The wife called 911 and upon their arrival, a blood glucose reading of 24 mg/dl was obtained on their device. The customer¿s wife treated with "orange juice and peanut butter sandwich" and the 911 personnel administered intravenous glucose. Additionally, the 911 personnel obtained readings of 288 mg/dl at 4:30 pm and 105 mg/dl at 4:32 pm. There was no report of death or permanent impairment associated with this event.

Event description:
A caller who is the customer¿s wife contacted adc to report that the customer¿s adc blood glucose meter was providing erratic readings. The caller further reported that on (B)(6) 2020, she found the customer at the end of their bed unable to move and the customer experienced symptoms described as ¿clutching of hands, couldn't pick his head, couldn't talk, couldn't do anything¿ and seizure. The wife called 911 and upon their arrival, a blood glucose reading of 24 mg/dl was obtained on their device. The customer¿s wife treated with "orange juice and peanut butter sandwich" and the 911 personnel administered intravenous glucose. Additionally, the 911 personnel obtained readings of 288 mg/dl at 4:30 pm and 105 mg/dl at 4:32 pm. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with a button and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified.this also serves as a correction report. E1 (city) has been updated as it was incorrectly documented in the initial MDR.